Manufacturer narrative:
Na

Event description:
The customer reported that when the audible alarm activated on the ventilator, the facility remote nurse call did not alarm. The ventilator was not in use, therefore there was no pt harm or involvement. The respironics service tech confirmed the customer reported problem. The svc tech replaced the main printed circuit board (pcb) to correct the problem. Performance verification and extended self testing (est) was completed and all tests passed per operating specifications.